Event description:
It was reported the bd vacutainer® k3e 5.4mg plus blood collection tubes experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the ic mcl submitted samples, with several patients having a result of less than 100 /10-9 l measured by a sysmex cs2500. This was followed by a manual microscopic check. Ic staff were then asked by nelleke to mix the tubes better. Without success. With another lot number, the phenomenon did not occur. In other tubes with values greater than 100, no check took place. Numbers can therefore not really be determined. It concerned several patients!"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-06. H6: investigation summary bd received 100 samples and 2 photographs for investigation. The customer photos were evaluated and the indicated failure of platelet aggregation could not be confirmed based on the photos provided showing the platelet aggregation from a hematology slide. Additionally, 40 customer returned samples were analyzed for edta content and all were within specification limits. Retention samples of the same lot were further evaluated and no issues relating to platelet aggregation were observed: some tubes failed to fill, due to difficulties in the phlebotomy procedure unrelated to the complaint. The tubes which were collected successfully all filled as expected and all results were normal. Visual inspection found no clots. Analytical testing and visual inspection of the retained and control tubes did not confirm the reported defects. Bd was unable to replicate the customers¿ indicated failure, platelet aggregation, because the defect was not evident in the testing of the customer lot samples. Visual evaluations of both retain and control samples for platelet aggregation demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet aggregation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k3e 5.4mg plus blood collection tubes experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the ic mcl submitted samples, with several patients having a result of less than 100 /10-9 l measured by a sysmex cs2500. This was followed by a manual microscopic check. Ic staff were then asked by nelleke to mix the tubes better. Without success. With another lot number, the phenomenon did not occur. In other tubes with values greater than 100, no check took place. Numbers can therefore not really be determined. It concerned several patients!"